Manufacturer narrative:
Correction : describe event or problem and report source. Additional information : report source other and manufacturer narrative. The root cause for the reported issue of an under infusion-etoposide was not determined because no products or device logs were returned.

Event description:
It was reported during the administration of etoposide, the clinician observed that the secondary etoposide was dripping at the same time as the primary flush line. The etoposide secondary infusion was appropriately hung 9.5 inches above the primary flush line and approximately 20 inches above the pump. Clinical consultant recommended to lower the primary bag further as large secondary containers or rates greater than 500ml/hr can result in concurrent flow". There was patient involvement but no harm. Although requested no additional information was provided by the customer, no devices were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "nurses in both the ccu and 3nw expressed concerns regarding the simultaneous infusion of secondary infusions alongside primary solutions through pumps. 3nw nurse (B)(6) complained that he administered etoposide via a secondary infusion and the etoposide was dripping at the same time as the primary flush line. The etoposide secondary infusion was appropriately hung 9.5 inches above the primary flush line and approximately 20 inches above the pump. Clinical consultant recommended to lower the primary bag further as large secondary containers or rates greater than 500 ml/hr can result in concurrent flow". There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.